Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a cut in the fluid delivery line. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device alerting low internal flow, while troubleshooting they noticed the inlet pressure (ip) was 0.0 and circulation pump 100 percentage. They had remove the fluid delivery line (fdl) and cover the left port of the manifold with thumb and the inlet pressure dropped to -7.0 and flow came up. They had check the fluid delivery line and found it had a cut. Per follow up information received via phone on 04jun2024, customer states that they replaced the circulation pump and the lines. The issue was resolved and the device was returned to service. The device will not be sent in for evaluation.